Event description:
It was reported that while using our multi-lumen access catheter (mac), blood began to leak back into the protective shield as soon as the swan-ganz catheter was placed. As a result, a catheter exchange was performed over a spring wire guide (swg). It was not necessary to make another insertion site. There were no reported consequences to the patient. The swan-ganz catheter used was a 7.5 fr. By edwards life sciences. Additional information received on 4/1/2010, by the sales representative, stated that the insertion site in this event was right internal jugular and the blood that leaked into the shield was a "small amount."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.